Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nc4z, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient was not being able to adjust stimulation and a display showing "call your doctor" icon was seen. A power on reset (por) condition was reported on the day of this call. The reporter tried using the patient programmer (pp) on the day of the call saw poor communication screen, repositioned antenna and saw por screen twice. The patient reported pain at the bladder area, front and below. It was later reported on (B)(6) 2015 that patient experienced a loss of therapeutic effect. The patient did have a reprogramming session last friday, (B)(6) and when she didn't start urinating after a couple of days reporter contacted health care provider (hcp) office and was told that it could take up to a week and to call them at that point if she still was not urinating. The patient reported on the morning of this call that it was hurting, like someone was hammering inside of her at incision site in buttock area. The patient had no falls or trauma or new activities however when asked about possibility of urinary tract infection (uti). The reporter stated that ¿could be as catheterizing patient and reuses the catheters after washing them in hot water and soap.¿ the reporter stated they had not made any adjustments. No outcome was reported regarding this event. A further follow-ups being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.